Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high right ventricular threshold. X ray noted the lead was moved. The patient presented for repositioning and it was noted that the helix did not extend or retract. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was dislodgement, inadequate capture, and helix would not extend / retract. As received, a complete lead was returned for analysis. The reported event of the helix would not extend / retract was confirmed. Visual inspection found the helix to be bent / stretched. X-ray inspection found over torque of the inner coil at the connector region and confirmed the helix was bent / stretched. The helix mechanism test was unable to be performed due to as received damaged helix. The cause of the helix would not extend / retract was isolated to the helix being bent, stretched and over torque of the inner coil. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Additional info: d10.